Event description:
I had implantable contact lenses implanted in 2012. Three years after surgery I noticed fuzzy vision. I went to the ophthalmologist and learned I have cataracts in both eyes. I am (B)(6) and had no evidence of cataracts before. These lenses were supposed to last a decade or more, and now I must have an iol implanted and the icls removed.